Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged. As a result a revision was performed to reposition the lead. The physician had difficulty retracting the helix so the lead was removed. Another ra lead was successfully implanted. The lead was returned for analysis to the post market quality assurance laboratory. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. Lab test reveals helix failed to extend most likely due to dried blood in mechanism and the over-retraction of helix could also have contributed to it. The returned lead shows evidence of counter- clockwise twist in insulation and in coils. This damage may be the result of over-retraction of helix and possibly caused it to stick in this position rendering its ability to extend.